Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient had poor coupling. They stated the patient was only getting 2 bars and sometimes was up to 4 bars when they lean forward in a chair. They added since the patient had the ins implanted, their "charge time was different". They stated they were charging every few days now. They tried to find more bars from 9 this morning to 2:30 to charge their ins. They tried repositioning the antenna over the ins. They ensured the belt was positioned properly. The patient didn't know how to use the belt. It was reviewed with them how to put the insr antenna in the belt. They stated they the belt on and currently had 0 bars then got 2 bars. They attempted the antenna locate (al) feature but it did not resolve. They attempted 3 times and were unable to get to a higher number than 60 in the al feature. They stated the device went dead today because they needed to charge their ins. They stated they had overslept and didn't realize the ins needed to be charged. They also stated they lost their programmer two days ago. They had a new insr antenna sent and if the issue was not resolved the patient can discuss further with rep that the patient was meeting with on monday. They also noted that they had pain that escalated and was surging. The caller also stated the patient was having difficulty moving without the use of their leg. They added they can't see straight the patient was hurting so bad. They noted they had been in bed for two days and didn't change pain patch when they were supposed to on wednesday. No further allegations/complications were reported.